Event description:
It was reported that during an interventional procedure, the absolute pro self expanding stent system was advance to the external iliac artery using a cross over access. When deploying the stent, the physician did not see the stent on fluoroscopy. The stent was then found on the surgical room floor. The physician confirmed that the stent must have been released from the system when the packaging was opened and had fallen onto the floor when the package was opened and it was not noted. The procedure was completed using another device without issue for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was not able to be confirmed as the stent was not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.